Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3273641 (mfg. Date 06/2016) shows (B)(4) units were mfgd., tested, inspected, and released, citing no exception documents. Visual analysis: received the following: one used cl3946, oncology kit w/5" (13 cm) add-on set w/chemolock vented cap; chemolock port w/bag spike; spiros w/red cap; reported lot# 3273641. One used admin pumpset. One used bbraun 250ml saline IV bag. Functional testing: a used cl3946 oncology kit with chemolock was returned for investigation of leaking at the chemolock port on the bag spike. The chemolock bag spike was inserted into a 250ml bag of saline and connected to a chemolock bag spike adapter. The chemolock bag spike and chemolock bag spike adapter were primed so that fluid flowed freely through the assembly from the 250ml saline bag. Once primed, the chemolock bag spike adapter was occluded with a clamp and the connection between the chemolock port and chemolock connector was disconnected to look for the leakage described in the complaint. None was observed. The chemolock port and connector were connected and disconnected several times, each time looking for they type of leakage described in the complaint. None was observed. There was no leakage at any point along the fluid path. Final analysis: the complaint of leakage from the chemolock port was able to be confirmed from a photo returned from the customer, but unable to be replicated in lab testing. The exact cause of the initial leakage is not known. The used chemolock port and connector returned for investigation met product performance expectations.

Event description:
Complaint rec'd regarding one (1) cl3946, oncology kit w/5" (13 cm) add-on set w/chemolock vented cap; chemolock port w/bag spike; spiros w/red cap; lot# 3273641. The report states, leaking chemolock (cl-10) connector with diluent solution while utilizing the bag exchange process. There were no adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3273641 (mfg. Date 06/2016) shows (B)(4) units were mfgd., tested, inspected, and released, citing no exception documents.

Event description:
Complaint rec'd regarding one (1) cl3946, oncology kit w/5" (13 cm) add-on set w/chemolock vented cap; chemolock port w/bag spike; spiros w/red cap; lot# 3273641. The report states, leaking chemolock (cl-10) connector with diluent solution while utilizing the bag exchange process. There were no adverse patient consequences reported.